Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation showed no abnormalities from the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon adhesion. While anastomosing the large colon, the stapler partially fired. The staple line was incomplete. The staple line formed properly at the beginning but formed incompletely in the middle of the firing cycle. To correct the issue, the tissue was oversewn. No patient injury or extension in surgical time. Patient status is alive, no injury.